Event description:
The plaintiff's attorney alleged that the decedent experienced acute ventricular arrhythmia on or about (B)(6) 2007 and subsequently expired that same day after the use of the prod.

Manufacturer narrative:
This is one event for the same pt involving two separate products.